Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a foot and ankle surgical procedure. Sometime post-op the patient had infected hardware on the right foot and ankle no additional information is available at this time.